Event description:
It was reported that due to patient anatomy the lead would not stay in the right atrium. The lead was not implanted and another lead of the same model was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head).